Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer stated "they were having issues with their site and changed it out". The affect on customer's blood glucose was unknown. Tandem customer service attempted to gather additional infusion set information but the customer hung up. The infusion set information could not be obtained.